Event description:
It was reported that ¿extraordinary lengths¿ to perform an ¿emergency refill¿. As a result, medication intervention specifically a refill at the hospital was required. No diagnostic testing or troubleshooting was required. The home health agency failed to receive or order the medication for this patient who had a low reservoir alarm (set point 0.5ml) on (B)(6) 2014. The patient was instructed by the health care provider (hcp) to go to the local ER (emergency room). From there, she was flown by helicopter to children¿s ER where she was successfully refilled and continued now to receive adequate therapy. There was a discrepancy at the refill; 3ml was found when only 0.5ml was expected. The hcp reportedly didn¿t have a sense if this was a one time or pattern or normal occurrence. The ¿low set point¿ was changed to 3ml to allow for earlier refill prediction and more buffer. The patient was reportedly doing fine as of the date of this report with no symptoms of withdrawal, overdose, etc. The patient¿s status at the time of this report was listed as ¿alive ¿ no injury¿. The device system was used to deliver baclofen. Three days later, it was reported the device manufacturer representative learned on (B)(6) 2014 that a ¿little reservoir alarm¿ had not actually occurred. The patient never had any symptoms of withdrawal or overdose or ¿anything like that¿. It was also reported ¿to¿ remained on a consistent dose ¿same as ever before¿ with the equivalent therapeutic relief. The cause of the discrepancy had not been determined although it was noted the device manufacturer representative suspected ¿it is a consistent volume¿. The refill management had recently transitioned and as a result the records were not clear. ¿they¿ would continue to observe the patient and track to see if any issue needed to be reported in the future. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8578, lot# n121205, implanted: (B)(6) 2007, product type: accessory. (B)(4).